Event description:
It was reported that the device was overheating. There was no reported patient harm.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device enclosure is damaged. The customer stated problem was duplicated. Water was leaking from the return tube onto the pcb, causing corrosion damage to the board and the readings to fluctuate. Replace damaged return tube and pcb board. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.